Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope screen went black. A visual inspection was performed and showed the scope to have severe distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that the scope screen went black then black beads filled the screen to a cloudy image. No patient injury or complications were reported.